Event description:
Consumer called to reporter meter is not accurate. Having very erratic results. Analysis run on clark error grid using mean avg. Readings (373) vs. Bd readings of (562, 183) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation